Event description:
Reportable based on device analysis completed on 20 jun 2025. It was reported that visualization issues occurred. The 70% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion, but the image could not be shown. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed the imaging window was twisted.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed that the sheath was kinked, with twists and windup in the imaging window and drive cable. It was not possible to inspect for damage in the imaging core at the proximal end of the catheter because the rotator and imaging core assembly could not be pulled out from the hub due to the twist, stretch, and windup in the imaging window. Microscope inspection showed twists and windup, as well as stretching, in the imaging window and drive cable. Impedance testing showed an electrical open at the proximal end of the catheter, between 130 and 140 cm from the distal housing.